Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2023 and suture was used. Needle broke off. All were retrieved. There were no patient consequences. It is unknown how the case was completed. Additional information has been requestes.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6: component code: g07002 - device not returned. Additional information provided: multiple needles broke off. All were retrieved. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. Did the event occur during one or multiple patient procedures? What is the total number of procedures? Have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). If this event occurred in multiple procedures, please provide the following information for each patient event: what is the procedure name? What is the procedure date? What is the most current patient status? Status of product return. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Note: events reported via: mw# 2210968-2023-07073. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.